Manufacturer narrative:
Hamilton medical ag case number is: cer 141102.

Event description:
The following was reported to hamilton medical ag: hospital staff turned it on to check its operation. After startup, te233001 and 232002 and "self test failed" were displayed. Therefore, the hospital requested us to repair it. The phenomenon was reproduced, also pneumatics1 autozero and binary valve of tsw are ng. No patient involvement.